Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt was admitted with severe hemolysis requiring several transfusions. The pt also started having intermittent low flow alarms. The pt did not have any history of power elevations. A pump exchange was performed, but the inlet and outlet portions remained.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.